Event description:
Customer reported that she was trying to upload the data from the insulin pump and received a lost sensor alarm and then a failed self test alarm. Customer stated the alarm did not occur during the rewind or prime sequence. Customer was advised to perform the rewind process again and was assisted with programming the time and date. Customer was instructed to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump alarmed failed self test during self test due to faulty connector at remote frequency board. Device received with cracked case at display window corners and battery tube threads.